Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of death and cardiac arrest, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported cardiac arrest cannot be determined. The reported death, however, was due to the cardiac arrest. The physician deemed the cardiac arrest and death to be unrelated to the device or the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report patient death one day post procedure. It was reported that one week prior to the mitraclip procedure, the patient presented with heart failure and shortness of breath. The mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, one clip was implanted, reducing the mr to 2+. One day post procedure ((B)(6) 2017), the patient experienced cardiac arrest and died. Autopsy was not performed. In the physician's opinion, there was nothing apparent before, during or post procedure which would have contributed to the cardiac arrest/death. It is they physician's opinion that the mitraclip device did not cause or contribute to the death. There was no issue with the implanted clip. No additional information was provided.